Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). A follow up/final report will be sent if additional information is available or when the investigation is completed.

Event description:
It was reported that the surgeon intended to take split thickness skin graft, but he took full thickness graft was used instead of it. This occurred during surgery. No additional patient consequences were reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following fields were updated/corrected on the medwatch.

Event description:
It was reported that the surgeon intended to take split thickness skin graft, but he took full thickness graft was used instead of it. This occurred during surgery. The blade was inserted ¿upside down¿ into the device causing a larger gap between the device and the blade. The event took place during surgery and the patient needed to stay overnight for 1 night rather than going home the same day. There was an additional graft required from the patient, but there was no delay reported. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On april 19, 2018, it was reported that the surgeon intended to take a split thickness skin graft, but he took a full thickness graft instead. The blade was inserted ¿upside down¿ into the device causing a larger gap between the device and the blade. On (B)(6) 2018, it was clarified that the issue occurred during surgery. The reported event was not identified after a recent purchase or repair. The patient had to stay overnight rather than going home the same day. Another device was not used to complete the surgery. There was no extension or delay reported. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product return of the air dermatome by zimmer biomet surgical was not performed since the device was not sent back for evaluation. The customer is looking into purchasing a new product. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not sent back for evaluation. The customer is looking into purchasing a new product. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the surgeon taking a full thickness graft instead of the split thickness graft was due to the blade being inserted upside down. The root cause of the blade being inserted upside down was due to human error. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.